Event description:
It was reported that the dexcom g7 continuous glucose monitor experienced intermittent bluetooth communication issues and failed to pair with the ilet, which led to a dosing stop; the user could still view glucose values in the dexcom g7 app, and the ilet later reconnected after troubleshooting that included toggling cgm model settings and restarting the ilet. Symptoms included dry mouth. Outcomes included a delay to insulin therapy during the pairing failure, with reported glucose values up to 202 mg/dl and subsequent stabilization to 150 mg/dl. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and ilet, characterized by intermittent communication failure associated with the device¿s electrical and magnetic subsystem, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.